Event description:
Event description cpi received information that this sweet tip lead (4268) was removed from service because the lead was 'malfunctioning', due to non-capture. It was replaced with another sweet tip lead (4269).